Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced inaccurate readings, as well as difficulty taking readings. Troubleshooting was unable to provide resolution. During follow up at the clinic, it was determined that the frequency to take a reading from this patient's sensor is outside the allowed parameters. As a result the sensor will no longer be used. At this time, it's undecided whether a second sensor will be placed.

Event description:
Follow up revealed that the patient had an additional sensor implanted on (B)(6) 2018. The patient is now able to take readings.